Event description:
Event description cpi received information that at the two month follow-up examination of this ventak mini implantable cardioverter defibrillator (ICD), the ICD did not convert the patient's induced arrhythmia twice, when set to 18 joules shock energy. An invasive surgery was performed, and the ICD's lead port for the sub-q array lead was found to be filled with body-fluids. The lead port was cleaned out, but the patient was becoming increasingly unstable, so the physician replaced the ICD. The ICD was returned to cpi for analysis.